Event description:
A doctor reported that a footswitch was hard to depress during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Based on a review of the design and verification documentation of the centurion footswitch, the footswitch was designed while taking into account the force to depress and the working angle of the treadle. Furthermore, the customer stated the footswitch was not related to the reported event. Based on the information obtained, the footswitch was functioning as intended. The root cause of the reported event could not be determined as the footswitch was functioning as intended. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).